Manufacturer narrative:
Additional information: the balloon did not fragment and balloon was removed without intervention. No vessel injury was noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A physician was attempting to use an in.pact admiral drug coated balloon (dcb) for treatment of a calcified lesion with 70% stenosis in the mid superficial femoral artery. The artery was 6mm in diameter with minimal tortuosity and severe calcification. The IFU was followed. The vessel was pre-dilated. The device did not pass through a previously deployed stent and no resistance was met while advancing the device. A non medtronic inflation device was used with 50/50 contrast inflation fluid. It was reported on the first inflation at 4atm the balloon burst. The balloon did not detach. The device was safely removed from the patient and a new device was used to complete the case. No patient injury was reported.

Manufacturer narrative:
Additional information: the pta balloon was inserted and positioned in the artery by the physician. Before inflating, the tech followed burping process, endoflator syringe aspirated back to remove excess air. The balloon then inflated and burst upon inflation inside the artery. There was no harm to patient and the balloon was removed completely. Once the faulty balloon was removed, another one was inserted, and the procedure was completed without any complications. No harm to patient. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.